Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatus hernia causing gastric derivation, on resection of the stomach, the stapler was able to fire, there was no staple formation on the tissue, the staples were open. The jaws of the device locked on the tissue and was removed by opening the jaws normally. There was unanticipated tissue loss and there was tissue damage as a result of the problem. The reload cut without formation of the staple line and the surgeon cut more stomach to perform a good resection. They opened another reload to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph. A visual inspection of the returned photo noted that there were unformed staples, fired from a reload, in the tissue. An unknown reload can be seen in the pictures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.